Event description:
The customer reported that the device displayed a "speaker malfunction" message with no sound. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.